Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer noticed the thermogard ivtm system generated an "air trap" warning alarm. Leak check was performed but unknown if saline was noticed on the floor, patient's bed or thermogard console. The customer disconnected the icy catheter (lot #162799) and flushed it with syringe and observed no fluid returned. A potential leak on the icy catheter was suspected by the customer and it was removed. A new catheter was inserted to continue with treatment. It is unknown if the "air trap" warning alarm was cleared and it was used to continue with treatment. Catheter dwell time is unknown. No consequences or impact to the patient. Please see the following related MFR report: MFR (B)(4) for the thermogard ivtm system (sn unknown).

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot #162799) was confirmed during functional testing. A bonding leak was observed at proximal end of medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter balloons and luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at proximal end of medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there are four similar complaints reported for an icy catheter with lot number 162799. Catheter bond leak was confirmed: (B)(4), reported on october 01, 2021. (B)(4), reported on january 19, 2022 . (B)(4), reported on january 19, 2022. (B)(4), reported on may 25, 2022.